Event description:
During review of the in-house programming database, it was observed that on (B)(6) 2008 the patient's settings were inadvertently changed from a faulted system diagnostic test. All of the settings were not corrected prior to the patient leaving the clinic.. The frequency and both normal/magnet output currents were not corrected prior to the patient leaving the clinic. No patient adverse events were reported, and no other programming anomalies were observed.

Manufacturer narrative:
Analysis of programming history.